Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3.2 pocket c1 was failed. A field service engineer reattached the position sensor magnet strip to resolve the issue. The drawers were tested using the hardware test application, recovered and tested in the med application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 3.2 pocket c1 failed and required maintenance. Customer had rebooted the station, performed a drawer recovery, but still got the "requires maintenance" error, and the drawer did not open during the recovery process. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.